Manufacturer narrative:
Correction information: upon second review, the reported event of not able to establish telemetry during environmental testing did not cause or contribute to death or serious injury and is not likely to do so if were to recur, as the device was not distributed to the customer and it was not used in the patient. It was used for design verification testing only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was not able to establish telemetry during environmental testing. There was no patient involvement in this event.